Manufacturer narrative:
Unit received with stained end cap sticker and keypad overlay peeling. Unit received with no button response due to unlocked lcd keypad connector. Unable to verify low battery alarm, rewind anomaly, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long,, buttons were less responsive, slower rewind process, had a no delivery alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.